Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data log review was performed at time of device evaluation and indicated the device was used past the 90 day expected life span by two different patients, however, did not have any indication of the reported event. The reported event of failed transmitter error could not be confirmed. A root cause could not be determined.